Manufacturer narrative:
Steris contacted the user facility to obtain additional information regarding the reported event. The user facility stated that the employee was changing the rapicide pa high-level disinfectant bottle when the reported event occurred. It is unknown if the "spill" was from the old or new bottle. No potential slip/fall hazard was present. The chemtrec report did not provide a lot number for the rapicide pa high-level disinfectant subject of the reported event. The safety data sheet for rapicide pa high-level disinfectant states (section 8), "use ventilation adequate to keep exposures (airborne levels of dust, fume, vapor, etc.) Below recommended exposure limits. Ensure that eyewash stations and safety showers are close to the workstation location. Wear chemically resistant protective gloves. Wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Wear suitable protective clothing. Wear solvent resistant apron and boots for spills." No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via chemtrec report that rapicide pa high-level disinfectant "spilled" onto an employee's leg. She experienced "tingling, burning and redness". The employee flushed her leg with water. It is unknown if medical treatment was sought or administered.